Manufacturer narrative:
The reported event of inability to interrogate was not confirmed. Device in backup mode was confirmed. The device was received with normal telemetry communication and its output was in backup mode. The device image analysis indicated hardware reset has occurred, consistent with an anomalous integrated circuit error on the hybrid, which turned the device into reset mode. The backup condition reoccurred during the analysis consistent with hybrid intergrated circuit anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the pacemaker was unable to be interrogated and exhibited a backup vvi mode. The pacemaker was not used. There were no patient involvement.